Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported tachycardia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. D1 brand name, d4 unique device identifier, d4 catalog number and d4 serial number were updated, corrected accordingly.

Event description:
59 year old male patient with a history of coronary artery disease, presented with heart failure shock secondary to non-ischemic cardiomyopathy. Patient was on 1 inotrope before impella insertion. Post impella insertion patient¿s hemodynamic has improved. The plan was to bridge the patient for transplant. After week of support, patient had few episodes of ventricular tachycardia which resolved after adjusting an impella position. After 25 days of support, patient was successfully bridged to transplant. Vt caused by device position. 5.5 noted as deep on echo, triggered repositioning. Repositioning done per standard IFU, so not noted as separate pec.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.